Manufacturer narrative:
The pod was received for evaluation fully deployed. No damage or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. The pod was received with the soft cannula deployed. A leak test was conducted successfully; no leaks were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl between 5 and 24 hours of wearing the pod. The reporter stated the cannula did insert into their skin, but the pink slide did not move forward, indicating a needle mechanism failure. The reporter stated the pod was removed because the adhesive was found to be wet. As treatment a new pod was applied.